Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), fungal infection ("chronic yeast infections"), rash ("rashes"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (removal of the device). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, fungal infection, rash, dyspareunia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, fungal infection, menorrhagia, pelvic pain, rash and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.